Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 31-dec-2015: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed spontaneous case was initially identified during monitoring of postings on an FDA hosted docket website. Additional information was received from consumer via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted 3 years prior to this report and experienced the following serious events amongst other non-serious: constant stabbing pain left abdominal side, pelvic pain and irregular bleeding. These events are listed according to essure reference safety information and considered related to the device in the absence of plausible alternative explanation. Consumer was submitted to bilateral salpingectomy with hysteroscopy in (B)(6) 2015 to have the essure removed. Since a surgical intervention was required, this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect further information could not be obtained.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 13-sep-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted 3 years prior to this report and experienced the following serious events amongst other non-serious: constant stabbing pain left abdominal side, pelvic pain and irregular bleeding. These events are listed according to essure reference safety information and considered related to the device in the absence of plausible alternative explanation. Consumer was submitted to bilateral salpingectomy with hysteroscopy in (B)(6) 2015 to have the essure removed. Since a surgical intervention was required, this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect no active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 ((B)(4), awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted 3 years prior to this report. Concomitant condition included fibroid. Six months later she started having irregular bleeding, constant stabbing pain that lasted seconds on her left abdominal side and pelvic pain. Her bleeding would not stop until the doctor prescribed hormones. Her belly, now well known as embellished, would be distended and bloated most of the time and she gained 20 pounds that she could not shake off with diet or exercise. Her joints hurt constantly, specifically her fingers, neck, shoulders and knees. She felt sick most of the time, sleepy and depressed. Her vision would vary every day and she has normal to low blood pressure and not diabetic. Sometimes she could not see with or without glasses. Sex drive was low, could not concentrate and her physician thought that she had symptoms of adult adhd (interpreted as attention-deficit hyperactivity disorder). She suffered from migraine headaches and was having them more often than ever. During those 3 years she had pelvic sonogram, biopsies, her doctor checked her hormones and thyroid levels and everything came back normal. She was submitted to bilateral salpingectomy with hysteroscopy in (B)(6) 2015 to have the essure removed. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted 3 years prior to this report and experienced the following serious events amongst other non-serious: constant stabbing pain left abdominal side, pelvic pain and irregular bleeding. These events are listed according to essure reference safety information and considered related to the device in the absence of plausible alternative explanation. Consumer was submitted to bilateral salpingectomy with hysteroscopy in (B)(6) 2015 to have the essure removed. Since a surgical intervention was required, this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received from consumer via regulatory authority (mw505560) on 20-oct-2015: the email contact for consumer was provided. Consumer reported that she essure implanted 3 years ago and 6 months later she stated having bleeding that needed medication to stop, stabbing pain on left side and pain on her joints, migraines and tiredness, swelling of abdomen and weight gain, depression. She had to have her fallopian tubes along with the essure device removed. A required intervention was reported but not specified and/or assigned to one of the events. Company causality comment: this non-medically confirmed spontaneous case was initially identified during monitoring of postings on an FDA hosted docket website. Additional information was received from consumer via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted 3 years prior to this report and experienced the following serious events amongst other non-serious: constant stabbing pain left abdominal side, pelvic pain and irregular bleeding. These events are listed according to essure reference safety information and considered related to the device in the absence of plausible alternative explanation. Consumer was submitted to bilateral salpingectomy with hysteroscopy in (B)(6) 2015 to have the essure removed. Since a surgical intervention was required, this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect further information has been requested.